Event description:
Facility reported that unit failed during a case with a stop sequence error. Fluoro and record were reportedly inhibited. The sys was reset and the procedure continued. No pt injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.